Manufacturer narrative:
Customer is returning the device for evaluation. Part has not been received as of the date of this report. (B)(4).

Event description:
Inoperable touchscreen and ventilator inop during demonstration. No patient involvement.